Event description:
It was reported that the patient presented for follow up on an unknown date. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was explanted, the patient's implantable cardioverter defibrillator was downgraded to a pacemaker (pm), and the physician elected to reconnect an existing/chronic low voltage rv lead to the new pm. The patient condition was stable.

Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.